Event description:
Event reported by extend - nct05639400 the patient, a caucasian male aged 51 at consent taken (B)(6) 2025, experienced a serious adverse event (sae) of 'occlusion and stenosis of left carotid artery'. Further details state, "compression and near occlusion of proximal left common carotid artery graft and anastomosis". Site assessed the event as follows: unanticipated, severe in nature, not related to procedure, not related to device, not related to device failure/deficiency, possibly related to pre-existing condition. Clinical events committee assessment, it was considered 'possibly related to device', hence reportable reason given being 'loss of patency'. The event was considered recovered, resolved with treatment and without sequelae on (B)(6) 2025. Subject underwent surgical intervention for the sae - left brachial artery cutdown, left carotid angiogram, aortic arch angiogram, balloon expandable covert stent placement of proximal left common carotid artery bypass limb.

Manufacturer narrative:
Clinical code: 2263 - stenosis: the site reported that the patient experienced an event of occlusion and stenosis of left carotid artery. 2422 - obstruction/occlusion: the site reported that the patient experienced an event of occlusion and stenosis of left carotid artery. Impact code: 4624 - surgical intervention: the patient underwent surgical intervention for left brachial artery cutdown, left carotid angiogram, aortic arch angiogram, balloon expandable covert stent placement of proximal left common carotid artery bypass limb. Medical device problem code: 2976 - material deformation: the site reported compression and near occlusion of proximal left common carotid artery graft and anastomosis. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4112 - analysis of information provided by user/third party: site provided extracted report for this event see below information: history of present illness: ·the patient has a significant aortic disease history, including an ascending aortic dissection that required emergency open repair in 2022. Patients family history is notable for his father's death from a ruptured ascending aorta at age 42, suggesting a possible hereditary predisposition.·in (B)(6) 2024, the patient underwent a left carotid-subclavian bypass as preparation for a major redo sternotomy with total aortic arch replacement and a frozen elephant trunk procedure, which was completed on (B)(6) 2025. Patient is still in the recovery phase but has returned to work as a construction manager without difficulty. The patient is now being evaluated for critical stenosis at the origin of the left common carotid artery. At present, patient has no symptoms of subclavian steal and no left arm claudication. Assessment / plan: the patient is status post left subclavian-to-common carotid artery transposition and total arch replacement with a thoraflex device. Current CT imaging shows compression and near occlusion of the proximal left common carotid artery graft and anastomosis, likely due to extrinsic compression from the aorta and innominate limb. Carotid duplex demonstrates a patent but reduced flow carotid artery, retrograde vertebral artery flow, and abnormal internal carotid artery waveforms, all consistent with significant flow disturbance. He has no neurologic or steal type symptoms. Given the risk to carotid perfusion, treatment with a balloon expandable stent is recommended to preserve flow and maintain patency. The procedure, alternatives, risks, benefits, and recovery expectations were discussed in detail, including risks of bleeding, infection, nerve injury, wound complications, stroke, upper extremity ischemia, and potential need for further interventions. The patient understands and is willing to proceed. Discharge/follow-up instructions: the patient received both written and verbal discharge instructions covering activity restrictions, lifting, showering and bathing guidelines, incision and wound care, and medications. All questions were addressed at the bedside this morning. He was advised to contact the vascular surgery office with any problems or concerns. A follow up appointment with dr. Brent marsden and the vascular surgery team is scheduled for (B)(6) 2026. Awaiting scans for review to be performed. 4111 - communication/interview: awaiting further additional information from the site . 4110 - trend analysis: four year review was performed for thoraflex hybrid > occlusion/ thrombosis > emboli/stenosis from (B)(6), the provided an occurrence score of 0.055%. No trend identified at this time requiring action. 3331 - analysis of production records: comprehensive batch review was performed and not issue were identified during review, the device was manufactured/inspected to all the required specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.